Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced angina and restenosis. The patient presented due to unstable angina and underwent cardiac catheterization which revealed an 80% stenosed and 14mm long bifurcated lesion located in the proximal left anterior descending (lad) coronary artery with a reference vessel diameter of 3.0mm the lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011, the patient presented due to chest pain and a subsequent stress test revealed anterior ischemia. The patient was diagnosed with exertional angina pectoris. Cardiac catheterization done at that time revealed 80% in stent restenosis of the taxus liberte stent located in the proximal lad. The lesion was treated with a cutting balloon and placement of a drug eluting stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. The event is listed as resolved without residual effects. It is the opinion of the physician that there is a relationship between the event and the taxus liberte stent.